Event description:
In 06, pt had a surgical procedure, laparoscopic bilaterial tubal fulgruation, d&c & uterine thermal ablation. A uterine elevator was put into place at the time of the procedure and then removed prior to pt's discharge. The following month , pt presented to md's office for follow up visit with the acorn tip which had remained in her vagina after the uterine elevator was removed.